Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent posterior removal of l3-s1 segmental pedicle screws, exploration of l3 to s1 fusion, l5 nerve root decompression, l5-s1 posterolateral intertransverse fusion with rhbmp-2/acs, ceramic granules and l5-s1 pedicle screw fixation. At 43 days post-op, the patient was seen for follow up office visit regarding redo fusion, posterolateral at l5/s1 for pseudoarthrosis. Per the physician's notes, the patient was 'doing extremely well.' Patient stated during visit that the '[patient] is a new man and that he is 100% better.' At 84 days post-op, the patient presented for 3 month follow up office visit. Per the physician's notes, the patient was doing very well. Patient had no pain; ambulating without difficulty. Upon physical examination the patient's 'gate was normal; when patient first presented he was in a wheelchair. Patient has excellent range of motion. Motor strength in lower extremities is 5/5. No sensory deficits noted. Ap and lateral views of lumbar spine were obtained. Pedicle screws and rods in place at l5/s1 appear to be in good alignment.' Solid fusions noted at l3/4 and l4/5. At 294 days post-op, the patient presented for exam. Per the physician's notes, the patient did well for about 3 months. Patient was helping brother lay some tile and began having significant pain. Afterward, patient had back pain into the right buttock and hip region and developed numbness in his right leg to the point he cannot walk. X-rays taken during visit showed good placement of hardware. At 300 days post-op, a lumbar myelogram indicated significant right l5 neurofaoraminal narrowing with grade 1 spondylosis. At 306 days post-op, the patient presented with continued right sided low back pain and when his back goes out he says that he cannot move his right leg and cannot support weight on it. At 327 days post-op, a emg/ncv study indicated right lower extremity (rle) emg showed chronic l5 radiculopathy. At 457 days post-op, the patient presented with pain. Per the physician's notes, the patient has history of l3 to s1 fusion but continues to complain of low back pain (lbp) radiating down the rle with weakness, numbness, tingling. He uses a cane for ambulation due to lower extremity (le) weakness and tendency to fall. At 490 days post-op, the patient underwent an unsuccessful dorsal spinal cord stimulator trial. Five days post placement the patient had difficulty with uncomfortable sensations in his legs and inadequate pain relief. Patient could not tolerate the system, so the leads were removed and patient was managed for chronic pain. At 499 days post-op, the patient was seen for chronic pain management. Patient has a history of l3 to s1 fusion and continues to complain of right lbp radiating down to the rle. Emg shows chronic right l4 and l5 radiculopathy. Patient requested wheelchair as pain is uncontrolled and patient can't walk at the stores for any reasonable distance due to his pain. Doctor recommended getting pain under control and doing more ambulation. At 530 days post-op, the patient presented for follow up. Per the physician's notes, the patient has lbp radiating down the rle. Patient takes lortabs sparingly which helps but causes itching. Patient requested wheelchair to improve mobility. At 579 days post-op, the patient was seen for physical therapy consult. Patient demonstrated dangerous antalgic gait. Assessment included the following: '[patient] would benefit from another type of mobility (ie wheelchair). [Pt] concerned about his ability to sit in the chair since this is the one position that he states cause him the most pain. [Patient] does have good arm strength but very minimal lower trunk mobility. This may pose a problem with maneuvering a manual chair. At this point in time, [patient] really does need another mode of locomotion to prevent any further falls and injury to himself.' At 608 days post-op, the patient was seen for follow up for lbp down the rle. Patient has tried multiple long acting opioids in the past but had to stop them due to side effects. Patient complains of pain over the left first carpal metacarpal joint as well as right thumb numbness. Patient has history of right carpal tunnel syndrome (cts). At 1142 days post-op, an MRI indicated mild disc bulging at l2/3. Mild degenerative desiccation at l1/2. There appeared to be a subcutaneous fluid collection in the soft tissue poster to l3/4 and l5/s1, which was unchanged from previous study ((B)(6) 2010). At 1223 days post-op, the patient presented for follow up. Per the physician's notes, the patient has made very little progress regarding his back pain. Patient has been putting up with pain, using occasional lortab for pain. Patient experienced pain over past summer; patient described pain as stabbing, knife-like pain in his back that is there all the time, more on the right side. Patient has tingling in his legs as well. Patient did not have fixed radicular pain in lower extremities. At 1540 days post-op, the patient presented for follow up appointment. Patient continued to have pain. Patient's pain level was 8; at best pain level is 5 and at worst pain level of 10. Patient quit taking neurontin due to gi side effects. Patient reported pain is manageable with current medications. Patient uses medications sparingly and takes only when pain is severe. Reportedly, the patient allegedly became wheelchair dependent and suffered from paralysis, as well as chronic radiculopathy and requires bed rest.